Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test and occlusion test. Unable to prime during prime test due to faulty force sensing resistor. Unable to perform excessive no delivery test due to priming anomaly. No motor error alarm noted. The motor was tested outside the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump received motor error. The customer¿s blood glucose level was 115 mg/dl. The customer reported that they received a motor error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.